Event description:
It was reported the epg (external pulse generator) displays an error message. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed electrical testing, and no error messages were found. The lead flex cover was noted to be contaminated, the battery contacts were compressed, and the keyboard was scratched. The upper and lower cases, side bail covers, and ring cover were broken.